Manufacturer narrative:
Investigation summary: the actual event device was not returned. In the absence of the event device, it is difficult to determine the root cause of the event. However, the device key, a portion of the device that connects the device to the generator, was returned for evaluation and the activation logs, found on a microchip in the device key, were analyzed. The logs did not yield any information that would help in determining the root cause of the event. A review of the manufacturing records for this lot indicates that the product passed all manufacturing and quality inspections. Although the root cause of "blade did not cut tissue after actuating the trigger" could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: abdominal hysterectomy. "Apparently blade did not cut tissue after accentuating the trigger. This was noticed after complete cycle and reopening the instrument. Jaws were opened after seal and transection and surgeon saw that seal was not transected. The seal was performed on the broad ligament close to the cervix." Patient status: no patient injury or illness occurred in association with the complaint event.